Event description:
It was reported the programmer freezes during interrogation despite several disk cleaning resets. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer was able to interrogate devices with no problems. Analysis found that after the programmer was left on for a couple of hours, it had an overheat error; power supply found out of electrical specification. Analysis also found the system fan was noisy and the stylus was missing.